Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they syringe sizer misalign and split nut recall completed. Replaced front cover, rear case, left handle, barrel clamp, left iui, left iui seal, and right iui. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 13apr2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.